Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00625006540 ¿ bone screw ¿ 64484141; xl-200150 ¿ active articulation bearing ¿ 867930; 110024464 ¿ dual mobility liner ¿ 703100; 163638 ¿ cocr head ¿ 107320; 010000664 ¿ g7 shell ¿ 6692072. Product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00457.

Event description:
It was reported that patient presented to physician approximately 10 days post hip procedure. At that time it was found that the screw head was damaged and went through the hole of the shell. Approximately 4 days later, the patient underwent a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.